Manufacturer narrative:
The reported ipg was received at cvrx for analysis. Visual inspection showed scratches on the surface of the ipg that likely occurred during ipg explant. Functional testing of the ipg showed the ipg was functioning as expected with no malfunctions noted. At the conclusion of device analysis, the reported event was unable to be confirmed. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Starting on (B)(6) 2024, the patient did not feel well and experienced pain at the surgical site. Between 03-jun-2024 and 07-jun-2024, intermittent high impedance occurred. It was noted that high impedance is a likely indication that the lead is disconnected from the ipg. After 07-jun-2024, the lead impedance remained high and the lead disconnected. X-rays were performed, but were not clear enough to discern a separation between the lead tip and tip set screw block. A procedure occurred on (B)(6) 2024, and the ipg was replaced. It was determined that the original ipg had been implanted backwards with the lead exiting laterally instead of medially, and the excess lead had been coiled behind the ipg. The replacement ipg was orientated in the recommended direction, and the excess lead was looped next to the ipg. Lead impedance was good throughout the replacement procedure and following the procedure. Following the procedure and testing, the physician was more comfortable with the conclusion there wasn't an issue with the lead but with the connection between the lead and initial ipg.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).